Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in the emergency room after receiving a patient notifier for non-sustained lead noise. Oversensing was noted on nonsustained lead noise segm and was due to crosstalk. Reprogramming was performed. The patient will be monitored.